Event description:
This is a report of a patient who forgot to close their transfer set, which resulted in some solution leaking from the device. The patient was advised to contact their nurse regarding the event. The patient ended therapy when they were unable to drain further. On a later date, the patient was able to complete therapy with no difficulties noted. There was patient involvement, however, no adverse event indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a home patient who did not follow proper instruction when disconnecting their transfer set from the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.